Manufacturer narrative:
E1 added zip code and zip code extension as they were omitted from the initial report that was submitted. H11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ investigation summary: the investigation has been completed. Ischemia: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The complainant reported that during support of impella cp, the patient taken to CT scan and found to have right iliac occlusion. The patient has had fem to fem surgical bypass. Device was removed prior to observation of limb injury ischemia. Impella 5.5 inserted afterwards. The device was replaced.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.